Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an open bowel resection, the surgeon used a tx60g to do a terminal anastomoses. A large amount of tissue was placed in the anvil and the staple line had a hole in the middle. She used silk suture to finish overseeing the staple line. There were no adverse consequences for the patient.